Event description:
It was reported that this right ventricular (rv) lead had an unknown issue. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had an unknown issue. This lead remains in service. No adverse patient effects were reported. Additional information received indicates that device had an atrial port plug & fractured lv terminal pin (lv lead programmed off).

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.